Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and product released met specification. It was reported that the coated flocath peadiatric not draining when used. Also, not draining when tested with high force water. One piece of representative sample received in unopened pouch for the complaint investigation. The catheter has single drainage lumen for urine pass from 2 staggered eyelets through the lumen and flow out the green funnel. Investigation conducted by inspecting for blockages at eyes, catheter lumen, and at funnel bonding area. Visual inspection was done on the catheter lumen followed by catheter eyes observation using handheld digital microscope and no obstruction was noted. Next air flow test conducted to analyze presence of blockage at funnel end. Set up for testing is as per in figure 3, where pressurized air blown into funnel, and presence of air bubble from eyelets that immersed in water indicating drainage. However, no air bubble observed in the beaker of water, indicating blockage at funnel of received sample. Funnel of the representative sample was dissected and observed with handheld digital microscope. A clear object was observed at tube lumen blocking drainage pathway. This could be due to agglutination of excessive solvent used to funnel - shaft bonding. Device sent for investigation has block at funnel defect. Complaint is confirmed. Nc u-0008/19 was issued for further investigation.

Event description:
It was reported that the catheters were not always draining when used. Further information stated that the eyes may be bad because some nurses tested the catheter by using high force water and the eyes still did not drain.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheters were not always draining when used. Further information stated that the eyes may be bad because some nurses tested the catheter by using high force water and the eyes still did not drain.